Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap exhibits a drilled through condition; the fiber glass cap exhibits mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Reportability aware date is: 09/05/2015.

Event description:
It was reported that during a prostate procedure, forward firing was observed @ 10 joules used. Gland volume 40 ml. Time expended 1 minute. The procedure was completed using a second fiber @ 120,500 joules. ¿no injury from this fiber incident¿ was reported.